Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0g6wa, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that they started having pain because the implantable neurostimulator (ins) was pushing and hurting his back. The patient was thin and the ins was almost on top of the skin. The health care professional (hcp) could not find any area to put it in. After a while, the patient was losing the weight. When his pants slid down, his belt got underneath the bottom of the mechanism. While sitting, the belt was below and pushed up on the implant, which sent the pain in his back. To resolve the issue, the hcp repositioned the ins. The surgery was on (B)(6) 2015. The hcp moved it to the butt area, a little bit to the left and down. They had the patient sit in a chair to make sure when the patient sat it was not on the device. The symptom reported was pain. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.